Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that that a 50 ml medicine cassette was returned from the hospital pharmacy's drug manufacturing unit at the office because of a suspected product defect. The cassette had been filled before it was noticed that a dark hair was visible inside the cartridge. There was no patient involvement.

Manufacturer narrative:
D3 - postal code: corrected. H3, h6: updated. The suspect product was returned for evaluation. Visual inspection was performed and was found that there was a hair in between the internal bag and cassette housing, and it was outside the fluid path. The lot history review was performed, and it was confirmed that there were no previous conformities noted. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a gowning error during manufacturing. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.